Event description:
A biomed at one of the user facilities contacted carefusion tech support to request a replacement gas delivery engine. According to the biomed, one of their units was displaying circuit occlusion in adult mode/volume ac default settings. The audible alarm was present, at the time of the event. He checked/ changed the flow sensor and performed inspiratory adn expiratory pressure transducer calibration, but the issue was not resolved. This event occurred during pre-use check. No pt involvement.

Manufacturer narrative:
(B)(4). Per info provided by the biomed, carefusion tech support shipped the user facility a replacement gas delivery engine. They also issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for eval. The alleged faulty gas delivery engine was received by carefusion failure analysis lab on 02/26/2015. The failure analysis lab evaluated the device, but did not observe any circuit occlusion alarms, or any other alarms. After over 120 hours of cycling the assembly, they were unable to reproduce the issue. The settings were changed to neo-natal default settings and I was again unable to duplicate the reported issue after cycling for 23 hours. As a precautionary measure the control printed circuit board assembly was removed and replaced.